Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter is shearing. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter.

Manufacturer narrative:
The following fields have been updated with additional information: age at time of event: 7 months. Weight: 1200 grams. Date of event: (B)(6) 2019. Event: describe event or problem: it was reported that bd insyte-n¿ autoguard¿ shielded IV catheter is shearing. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter. Concomitant medical products: device available for eval? No.

Manufacturer narrative:
H.6. Investigation summary: DHR review for lot 8330774: a total of (B)(4) units were built on afa line 4 from 4dec18 through 9dec18 packaged on pkg. Line 11 from 6dec18 through 9dec18 all challenge, set-up and in process samples were performed per specifications in accordance to the quality control plan. Observations and/or testing; was not conducted because units were not provided for this incident for the alleged defect of catheter tip integrity. Conclusion(s): relationship of device to the reported incident: indeterminate.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter is shearing. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter is shearing. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: material no.: 381411 batch no.: 8330774. It was reported when placing the IV, and pulling out the stylet, it pulls and shears or bends the catheter.